Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the issues with their bladder had not resolved with their reprogramming session last month.

Event description:
Additional information received from the healthcare professional on 15-jul-2016 reported that the cause of the patient's frequent urination was not determined, and the irreparable overactive bladder was not likely caused by the implantable neurostimulator (ins). Steps taken to resolve the urinary issues included the patient being treated with botox by the urologist.

Event description:
Additional information from the patient reported that the health care professional (hcp) was looking into getting a bladder stimulator. If it was successful, then they would look further into it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had an irreparable overactive bladder for life and had botox every 4-6 months to treat this. The patient stated that ¿they say it is a very big possibility that this was caused because of the scs.¿ when the patient used it, it made the patient urinate a lot. If the patient had the scs turned on for too long, it got to the point that they would have to just stay in the bathroom. When the patient went out their pain ¿really hits¿ them and they turned the scs on sometimes to help with the pain, but could not keep it on very long because of their urination problems. The health care professional (hcp) told the patient to call the manufacturer to determine the patient¿s options. The patient inquired about a pain pump to manage the pain instead of the scs device. The therapy/symptom changes were reported to be gradual starting in the last year. With follow-up it was reported that the frequent urination had not been resolved as of (B)(6) 2016. The patient reported that they would call their hcp again.

Event description:
Additional information from the consumer reported the stimulator was reprogrammed to resolve the frequent urination but it didn't help. They did not want to get rid of the pain stimulator because it helped. They were going to continue to work with the health care professional to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.